Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Event description:
Per patient's daughter, her father had a hip replacement surgery was done in 2013. He is experiencing some pain and has been walking with a limp for the last 5 months.